Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 6.0mmx100mmx80cm armada 35 balloon dilatation catheter (bdc) was soaked and prepped with no issue or leak noted during preparation. The armada 35 bdc was successfully advanced to the target lesion for pre-dilatation and was inflated to 6 atmospheres (atm); however, deflation was very slow. The bdc was fully deflated and was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. An unspecified stent implant was deployed to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction - it was originally reported that the device was returning; however, additional information received stated that the device was discarded. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.